Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging that a onetouch ultralink meter was reading inaccurately low. The complaint is based on the csr's documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The reported issue with the product first occurred a day prior at 10:43 pm when the patient tested her blood sugar and obtained a "low glucose" result. The reporter mentioned that the patient had already developed symptoms of "sweating" before testing with the subject meter. As a result of the reported meter issue, the patient's mother administered some juice for the patient. It is unknown whether the patient felt better after taking the juice. At the same time, the reporter states that the patient was tested on another ot ultralink meter with a reported result of "583 mg/dl" taken within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl for lds accuracy testing criteria. The patient tests her blood glucose at least four times a day and takes unspecified type and dose of insulin to manage her diabetes. The reporter mentioned running a control solution test and the result was higher than the specified range. At the time of troubleshooting the csr verified the following: test strips were in good condition. The testing technique along with cleaning of the puncture area was done properly. The unit of measurement was set correctly to mg/dl. When a retest was performed with a different vial of test strips, the readings were within the specified range, indicating that the meter was calibrated correctly during testing. There is no evidence the product caused or contributed to an adverse event because the patient developed symptoms before the issue with the reported meter. In addition, the patient's alleged symptoms and treatment correlated with the reported lfs meter results. However, this complaint is being reported because of an unresolved inaccuracy issue with the reported vial of test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.